Manufacturer narrative:
Corrected to reuse. The device was returned and evaluated for physical structure. The device was returned complete along with the patient's impressions. The device was manufactured per patient's prescription (rx). A visual inspection was performed and found the device was returned without defect and the material had no visible abnormalities. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials have been found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. The incident is being monitored, tracked, and trended.

Event description:
Additional information received: after about two weeks the patient's reaction started to go away, the patient was given biotene mouthwash for pain. The patient was reported to be doing "okay".

Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction using tap iii device. The patient's lips, buccal tissue and tip of the tongue were red/swollen. The patient experienced reaction after using the device several days. Following the dentist's order, the patient stopped using the device and the reaction was going away over time.